Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for blood leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the pump body did not seal well on the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder and caused blood leakage during use. This occurred with 6 different needles. The following information was provided by the initial reporter, translated from french to english: "and when I came back from my holidays, my samplers warned me that they noticed that the pump body did not ensure a good seal, blood leakage. The problem occurred on six needles".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pump body did not seal well on the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder and caused blood leakage during use. This occurred with 6 different needles. The following information was provided by the initial reporter, translated from french to english: "and when I came back from my holidays, my samplers warned me that they noticed that the pump body did not ensure a good seal, blood leakage. The problem occurred on six needles."